Event description:
A report was received that the patient's wound was not closing. The physician elected to replace the ipg. The physician did not feel the patient's condition was device or procedure related. The patient was given oral and IV antibiotics and was reportedly doing well.